Manufacturer narrative:
(B)(4).

Event description:
It is reported that a siteseer angiographic catheter broke in a coronary artery. The target lesion was in the lm. No abnormalities were reported in relation to the anatomy. It is unknown if the device was removed from packaging, inspected and prepped per IFU. During the procedure, while the catheter was being pulled back, it was reported that the siteseer device broke into two pieces and after further attempts to remove, it broke into a total of 6 pieces. Four pieces were removed and 2 remained inside the artery. No further patient symptoms or complications were associated with this event.

Manufacturer narrative:
Cine image review: the review of the cine indicated an obstruction in the patient's lower leg. It is not clear from the image if the obstruction was a direct result of the fractured device or if the obstruction / restriction in the artery was naturally occurring. In the final image there are no artifacts visible within the artery that are indicative that parts of the device are left behind. If parts of the device were left behind, they are either too small or not radiopaque enough to show up in the cine. The cine images substantiate the description of the event noted in the complaint file. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.